Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was undersensing - and intermittently sensing - p waves, and the right ventricular lead was undersensing r waves, in both bipolar and unipolar configurations. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The overlay tubing was breached at the 1st rib/clavicle location. If information is provided in the future, a supplemental report will be issued.